Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.

Event description:
Pt experienced hyperglycemia of 300 mg/dl for 24 hours. There was no insulin at the end of the infusion set luer connection, and it was reported the infusion device did not deliver insulin. No alarms were received to indicate occlusion or malfunction. Homecare nurse tested infusion device by delivering a bolus, and no insulin was delivered. Infusion device was replaced and requested for eval. Infusion set had been discarded. The pt did not require treatment from a healthcare professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
(B)(4). The whole suture was returned undamaged and partially exposed. The plunger and the anterior needle were not returned. Evaluation of the returned device found that an anterior cuff miss occurred as evidenced by the anterior cuff remaining in the foot pocket. Because the anterior cuff did not capture the needle during needle deployment, the suture could not be retrieved when retracting the needle. The link was held on one end by the anterior cuff remaining in the foot pocket while being pulled on the other end by pulling the suture, resulting in a link break at the posterior cuff. During lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. The anterior cuff successfully captured the needle during proxy plunger insertion. Based on the investigation findings, the probable root cause for the anterior cuff miss and subsequent link detachment from the posterior cuff is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.